Event description:
In 2008, the pt reported she has had to use more insulin than normal. She said this was because she has had too many air bubbles in her insulin infusion set tubing that she had to prime out. She stated her blood glucose reading was 92 mg/dl when she changed the insulin cartridge yesterday but today she woke up with a reading of 172 mg/dl and has had the following readings today: 140, 266, 299 and 191 mg/dl. She said her current reading is 155 mg/dl. She stated she experiences migraine headaches when she has elevated readings. She said she does not currently have any air bubbles in the cartridge. The pt requested additional training and a request was sent. Courtesy cartridges were sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.